Event description:
An ophthalmic surgeon reported that the blade of the cutter was dull soon after usage even though priming had been performed without problems. The problem was solved after replacing the cutter with another one. There was no harm to the pt. No further info is expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not yet been identified. (B)(4).